Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016, to report that on (B)(6) 2016, upon insertion of the sensor the patient did not realize his transmitter was dead. There was no report of injury or medical intervention. No additional event or patient information is available.